Manufacturer narrative:
Natus medical customers are instructed to inspect the vac-pac prior to each use. The customer has since been provided a replacement. The customer had the vac-pac destroyed at the facility, to prevent future use. Users are also instructed to replace units older than two years that are used several times a week. No further investigation is necessary, and this report is considered final.

Event description:
Customer called natus to report that their vac pac having a hole/leaks. There was no report of death, injury or delay in treatment, and no patient involvement with this vac-pac when the vac-pac with the hole and leak was detected. The vac pac device was purchased in (B)(6) 2016 (according to the initial report) and has been destroyed at the customer's site.